Event description:
It was reported that iab was inserted via sheath in right femoral artery on 09/14/2005. Approx. 62 hours later, a "large helium leak" was detected by pump. Blood was also observed in catheter. Iab was exchanged. Approx. 48 hours later, pt expired. Physician attributed to death to their disease and was not related to iab difficulty.

Event description:
It was reported that iab was inserted via sheath in right femoral artery in 2005. Approx 62 hours later, a "large helium leak" was detected by pump. Blood was also observed in catheter. Iab was exchanged. Approx 48 hours later, pt expired. Dr attributed death to their disease and was not related to iab difficulty.